Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Untill now there is no consequences reported h3 evaluation: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos shown a winding former with a used needle (distorted of the original curve) and a needle/suture piece of product code. The product was noted used and on the end of the suture piece appear to be damaged. Based on the photo review, the event describe is observed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. Note: events reported via: mw# 2210968-2023-09107. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a tendon repair procedure on 27-oct-2023 and suture was used. Suture breakage. No patient consequences reported. Additional information has been requested.